Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the top jaw overmold was deformed and the jaw's seal plates tips were damaged. There was no missing piece on the damaged overmold. The reported condition of device smoked, excessive heat, and damaged insulation was confirmed based on the returned condition of the device. The jaw seal plate tips were burnt and the top moving jaw overmold was deformed. There was no missing or disengaged piece on the deformed jaw overmold. The damage to the device jaw tips and overmold plastic is consistent with grasping a metal object during activation. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU) states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic oesophagectomy procedure, the device tips were smoking and very hot which insulation melted and fell apart. Nothing broke off and fell on the patient cavity. They replaced the hand piece with a like device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device tips were smoking and very hot which insulation melted and fell apart. There was no patient injury.